Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that resistance was encountered during advancement of embolization coil; the physician continued to advance the device, and the implant detached from the delivery pusher. The implant was removed by hand. There was no reported patient injury or intervention.

Manufacturer narrative:
The implant, pusher, catheter, and snare were returned. The introducer was not returned. The device was received coiled, with the implant stretched and tangled with the pusher and catheter. The implant was not attached to the pusher. The snare was tracked into the catheter and stuck. The implant was deployed from the distal tip of the catheter, with a proximal portion of the implant stuck inside the catheter. The pusher was damaged on the outer sheath 30 inches from the proximal end. The heater coil of the pusher did not have any indication of burn damage. X-ray of the catheter was performed, the implant was found stretched inside. A tangle of the implant was observed in the catheter and just proximal of this area the catheter appeared damaged. However, the catheter is not smashed and is more of a bulge. The attachment monofilament of the implant coil was dissected out of the pusher. The monofilament tip was observed stretched and was not mushroom shaped. Based on the investigation, the complaint is confirmed because the implant was found stretched and detached from the pusher. The implant most likely detached due to experiencing a pulling force over specification, which is supported by the attachment monofilament's physical appearance. The cause of the force could not be determined. The implant tangled mass observed in the catheter is most likely due to the snare retrieval.